Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after the implant procedure, the patient was not feeling well. A chest x-ray revealed a left pneumothorax. A pigtail catheter placement was done for drainage. The pneumothorax resolved. The patient also stated that they had a hematoma. The patient also described not feeling well last week while under a hairdryer. The device and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.